Event description:
Brush head and a tiny steel pin came apart- oral b power care [device breakage]. Case narrative: consumer via email stated that while brushing teeth the brush head and a tiny steel pin came apart in mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text: pending investigation.